Manufacturer narrative:
Eval results, and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The pt had a mr exam. He was sedated and scanned with a combination of the sense spine and the sense body coils. After the examination, third degree burns were found on his wrist, second degree burns on his palm of the hand and fingers, and probably a first degree burn on his back. The circumstances that led to the burns are not entirely clear.